Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of cardiosave intra-aortic balloon pump (iabp) went blank during use on patient. There was no injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the issue, nor were they able to find faults logged. The unit was tested by pumping at 80bpm for 72 hours. The unit passed all functional and safety tests and was returned to customer.